Event description:
This female patient was admitted for an emergent coronary angiogram due to acute coronary syndrome. The target vessel was the proximal left circumflex. The vessel was a de novo, bifurcated and ostial lesion. Aha/acc classification of the vessel was a type b2. The lesion length was 8.01mm and vessel diameter was 2.99mm. There was a lesion at the left main trunk, and the proximal left anterior descending artery. The vessel was a de novo, bifurcated and ostial lesion. Aha/acc classification of the vessel was a type b2. The lesion length was 5.75mm and vessel diameter was 2.7mm. Pre-dilation was conducted with a balloon (2.5/20mm) at 10atm for 10 seconds at the proximal left circumflex and for the left main trunk and the proximal left anterior descending artery, pre dilation with a balloon (2.5/20mm) at 8mm for 5 seconds was conducted. Cypher stent (3.0/18mm) was implanted for 20atm for 20 seconds at the proximal left circumflex and cypher stent (3.5/18mm) was implanted at 20atm for 20 seconds at the left main trunk and the proximal left anterior descending artery by the crushing stenting technique. Post dilation was conducted by the kissing balloon technique. Balloon (3.0/18mm) at 15atm for 10 seconds at the proximal left circumflex and the left main trunk. Ivus was conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0%. Act was not measured. Eight months following the index procedure the patient was brought to the hospital for complaints of chest pain (acute myocardial infarction), and a coronary angiogram was conducted and thrombus was observed inside the proximal end of the cypher stent, implanted at the proximal left anterior descending artery. Because the guidewire could not be crossed, only heparin administration was conducted. The patient is scheduled for a bypass surgery at a later date. One week later the patient was discharged from the hospital.ten months following the index procedure the patient underwent bypass surgery. Details unknown. Physician's comments: the possible cause of the thrombotic event was because the cypher stent implanted at the proximal left circumflex looked hazy after implant and because the patient had a lesion on 3 branches which probably deteriorated her cardiac function.